Event description:
According to the available information, when using the pusher to insert the stent, the pusher spontaneously detaches from the stent before being released by the surgeon and remains stuck in the cystoscope. The pusher, which normally connects to the jj, did not remain connected to the jj on two occasions. The pusher was removed since it was not connected to the jj, then the jj was removed with foreign body forceps. There was a prolongation of the procedure.

Manufacturer narrative:
The investigation is not yet complete; a follow up report will be submitted on completion of the investigation.